Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-mar-2017, fse arrived at the site to address the reported event. He cleaned and lubricated the z-axis rod of the large syringe. Patient samples subsequently ran without issue. No further action was required by field service. The most probable cause of the reported event was due to a dirty large syringe lead screw.

Event description:
On (B)(6) 2017, the customer reported receiving a "syringe l error" with their g8 analyzer. Technical support (ts) instructed the customer to replace the sample needle and clean the large syringe; however, the errors persisted. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.